Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported device alarm sounding and the led on the front panel goes out issue could not be determined, as the device was not returned to olympus for evaluation, however, the investigation determined that the alarm occurred due to shutdown (front panel off). The device is designed to stop air supply when this failure occurs, therefore, over air supply would not occur after alarm went off. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported the unit was tested in the shop it worked ok but, if a high psi alarm was caused, it was then let to return to normal, then repeat the process a few times. It would, then, go into the safe mode (only light on is the power light). The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit produced a solid audible alarm and all of the led turned off, except the power ring led on the power button. The issue went away after a power cycled. The issue was found during an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm.